Manufacturer narrative:
It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurements on the right ventricular (rv) lead had increased gradually from 75 to 120 ohms and then stabilized. Boston scientific technical services (ts) indicated that single coil leads can result in higher than expected shock impedance measurements. While there was some noise at the implant procedure, there was no noise observed after implant. Subsequent information was received that the shock impedance measurement had gradually increased to 188 ohms. Lead provocation did not reveal any abnormalities on the electrogram (egm) or shock impedance measurements. A 1.1 joule shock was delivered with a shock impedance measurement of 124 ohms and an error code was present. As a result, it was indicated the rv lead would be replaced. The rv lead was surgically abandoned and the device was explanted. A new system was successfully implanted. No additional adverse patient effects were reported.